Event description:
The customer reported the unit shuts down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit shuts down. There was no reported pt involvement. The philips field service engineer went on site and the device was already put back into service. The customer had evaluated the device and confirmed the device was working fine. The customer declined service and repair. Based on the customer's initial report we consider this a malfunction where the unit was shutting down. Since the customer declined service and repair, the cause could not be determined.